Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Additionally, the battery gauge was fluctuating which resulted in the pump shutting down. Customer¿s blood glucose level was 102mg/dl. Also, the wake button was unresponsive. Reportedly the customer reverted to manual injections for insulin therapy.